Event description:
Information was received indicating that a beep alarm occurred to a smiths medical cadd-legacy® 6500 pump prior to using the unit. The pump was then attempted to be used on the patient, but the alarm occurred again. The pump was replaced with no reported adverse patient effects.